Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report a broken sensor wire on (B)(6) 2015. Patient claimed that upon removal of sensor pod from the body, a fragment of the wire was left in the skin. The patient did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).